Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the device will not inflate prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to standard operating methods. The device was not returned in the teleflex lma packaging. The sample was observed to be used and had a lightly colored yellowish airway. The device was inflated, deflated and immersed into water. There was no air leak observed. The reported defect was unconfirmed through visual and functional inspection. The complaint sample could be inflated and retained inflation. There were also no air leaks observed.

Event description:
The event is reported as: the customer alleges the device will not inflate prior to use. There was no patient involvement reported.